Event description:
Bipap machine was not reaching set pressure on patient. All connections were checked to make everything was attached properly. Pt was immediately removed from bipap. Bipap was removed from patient room and a defective sticker was placed on the machine. Pt was placed on new bipap machine that was working properly. Pt never showed any signs of distress and vital signs were stable throughout the situation.